Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported hospitalization for peritonitis. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A patient called technical support to report an issue with the cycler. During follow up with the continuous cycling peritoneal dialysis (ccpd) patient, she stated she was hospitalized for peritonitis. A call was made to the patient's peritoneal dialysis registered nurse (pd rn) for additional information. According to the pd rn the patient was admitted to the hospital on (B)(6) 2014 for peritonitis. She further reported the cause of the peritonitis was due to a break in aseptic technique, a touch contamination by the patient. The patient received antibiotics while in the hospital and she was still admitted at the time of follow up with the pd rn. The device was not returned to the manufacturer.